Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pressure rated ext set bonded ss 8.5 was blocked/occluded and would not flush. The following information was provided by the initial reporter: "smartsite connector will not flush properly."

Event description:
It was reported that the pressure rated ext set bonded ss 8.5 was blocked/occluded and would not flush. The following information was provided by the initial reporter: "smartsite connector will not flush properly".

Manufacturer narrative:
Investigation summary: four samples (model #22003e-07) were returned by the customer. It was reported by the customer that smartsite connector will not flush properly. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then attempted to be flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid paths of three samples were open and able to be flushed. The failure was unable to be replicated in these samples. The fluid path of one sample was not open and was unable to be flushed. The customer complaint can be verified in this sample. Following a small number of similar reports, bd has conducted an in-depth investigation of the to identify any potential contributing factors for occlusions of this nature in the needle-free connector (smartsite). CAPA 1998036 has been initiated. The investigation has determined that a potential contributor for the occlusion could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. Fluorosilicone is a lubricant used to ensure proper functioning of the needle-free connector when activated. A device history record review for model 22003e-07 lot number 20119639 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26nov2020. There was one quality notification issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.